Event description:
The device was returned with no reported device allegations or patient complications reported. Upon product return, the versacross dilator was noted to have its tip damaged. This product was returned along with the faradrive sheath related to the MDR report number #2124215-2025-05848 (tw# (B)(4).

Manufacturer narrative:
The device was returned with no prior allegation against it. Upon receipt at our post market quality assurance laboratory, the versacross dilator was inspected, and it passed flushing test (pre and post decontamination). Additionally, during visual inspection, the dilator tip was noted to be damaged. Based on the available information, boston scientific assigned the investigation conclusion code of 'manufacturing deficiency' to this event, as the most likely root causes are the angle of insertion of the dilator into the faradrive sheath or excess adhesive buildup within the hub-to-sheath transition of the faradrive sheath. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.